Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the needle removed from the patient during the same procedure? Answer: yes. Was there any patient consequence or injury? Answer: no can you provide procedure date? Answer: (B)(6) 2020. Was surgery delayed due to the reported event? No. Action taken when event occurred? Put aside and immediately opened a new package, was procedure successfully completed? Yes. Were fragments generated? No. Patient status/ outcome / consequences no. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? No. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a rotator cuff repair procedure on (B)(6) 2020 and suture was used. The needle detached from suture during surgery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 12/22/2020. H3 analysis summary: it was received for analysis an empty folder, a detached needle and a dispensed suture. During the visual inspection of the needle, the swage and attachment area were as expected, and remnant of the suture was noted into the barrel hole and marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. In addition, the ends of the suture were cut appears to be by use of the surgical instrument. The condition of the sample received indicate an improper handling of the device. H3 photo analysis: a picture was received for evaluation. Upon to visual inspection of picture, an empty opened folder of product was noted and no detached needle or suture could be observed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.